Event description:
The screws have backed out of the plate resulting in revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.